Event description:
Report rec'd of a pump alarming with "low battery" and ceasing to function with little warning. It was reported that while in the elevator on the way back to the ICU, the pump alarmed "low battery" and "when the elevator doors opened in the ICU, the pump quit". It was reported that the pt was receiving diprivan, norepinephrine and dopamine (dose/strength unspecified), and that the "pt did not have a good bp to start with" and "is extremely sensitive to the medications". The pt's blood pressure was 56 systolic after the pump "quit". It was reported that the pump was switched out and that no other intervention for the pt was required. It was reported that the pt is "okay now". Though requested, no further info was available.